Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: the patient was preoperatively diagnosed with l5-s1 spondylolisthesis secondary to bilateral pars defects and underwent the following procedure: l5-s1 anterior lumbar interbody fusion. Anterior lumbar interbody fusion using a peek intervertebral b iomechanical device, rhbmp-2/acs and vertebral body screws. Percutaneous bilateral l5-s1 pedicle screw fixation. As per the op notes: ¿rhbmp-2 soaked sponges (a small kit), were allowed to set up for 15 minutes and were then loaded into the graft cavity. The implant and rhbmp-2 was then impacted into the disk space, where it was found to fit tightly.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.